Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient stated she woke up wet twice last month. Patient reported changing remote batteries and remote worked fine. Patient reported she cannot go too high, because she felt it was too much. Patient reported 2v is okay. Patient reported maybe she was sweating, however it was more than that. Patient reported it was working up until a month ago. Patient will try increasing and if that does not help she will contact healthcare professional (hcp). No further symptoms or complications reported/anticipated.